Event description:
During the extraction of a femoral reamer, a small piece of the green plastic broke off. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggests that this event is attributed to a less than optimum design. Corrective action has been implemented to improve the reliability and durability of the device.